Event description:
It was reported that the chest belt was bent to the point where it could not be locked (inadequate patient restraint). No adverse consequence was alleged to have occurred as a result.

Manufacturer narrative:
Section h codes updated to reflect the completed investigation.

Event description:
It was reported that the chest belt was bent to the point where it could not be locked (inadequate patient restraint). No adverse consequence was alleged to have occurred as a result.